Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicates that stent thrombosis occurred. In (B)(6) 2013, the patient presented due to myocardial infarction. In (B)(6) 2015, the patient underwent scheduled echo and nuclear stress test which revealed that echo ejection fraction was 60% and stress test was unremarkable with no evidence of ischemia. There was no documentation for hospice.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06820. (B)(4). It was reported that the patient died. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid right coronary artery(rca) with 70% stenosis and was 18mm long with a reference vessel diameter of 3.20mm. The lesion was treated with direct placement of a 3.00mmx20mm promus element plus stent. Following post-dilatation, the residual stenosis was 0%. Target lesion # 2 was a culprit lesion for st elevation myocardial infarction(stemi) located in the right posterior atrioventricular branch (r-pav) with 80% stenosis and was 7.00mm long with a reference vessel diameter of 2.50mm. The lesion was treated with pre-dilatation and placement of a 2.50mmx8.00mm promus element plus stent, with 0% residual stenosis. Three days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient expired and the cause of death is unknown.